Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for evaluation. However, vyaire medical advised the customer to perform blower test and inspiratory valve test and send the logs for evaluation. Initial analysis found that there is no leak in inspiration valve. The blower is working well and alarm 401 - inspiration valve or device leaky is not triggered. It was then suggested to the customer that the inspiration valve has to replace although the unit passed the inspiratory valve test the valve is intermittently leaking. Results of investigation: vyaire medical determined root cause as due to defective inspiration valve nt and initiated replacement under warranty.

Event description:
The customer reported bellavista1000 having an alarm 401-inspiration valve or device leaky. There was no patient is involvement associated with the reported event.